Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568231210c; corrected d4 catalog # ard567812999; the correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - xten duo. As it was stated the paint was peeling from both lamp heads. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 11th march, 2024 getinge became aware of an issue with one of surgical lights - xten duo. As it was stated the paint was peeling from both lamp heads. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
E1b event site name: (B)(6) district general. Additional information will be provided following the conclusion of the investigation.